Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. The correct model# is, ci24r (cs); not ci24r (ca) as previously reported. Per the clinic, the patient experienced extrusion of the receiver-stimulator; subsequently, the implant magnet site was sutured on (B)(6) 2016 and treated with topical antibiotics. However this did not resolve the issue and the patient underwent revision surgery (date not reported) under general anaesthesia to close the skin over the extruded existing implant. It was also reported that the patient was treated with antibiotics (date and duration not reported) for tenderness and redness prior to the extrusion. Implanted device remains.

Manufacturer narrative:
This report is filed on august 11, 2016, by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient experienced extrusion of the receiver-stimulator; subsequently the patient underwent revision surgery on (date not reported) and the site was sutured. The implanted device remains.